Event description:
The customer reported that both of the monitors were not working properly. They are black at start up and then turn "snowy". This issue would prevent the live image from being viewed, thereby making the system unusable. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and returned to service.